Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative completed a collimator stop calibration. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a collimator potentiometer error message. No pt injury was reported.